Event description:
It was reported that the device was explanted because it could not be interrogated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.